Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have inconsistent blood glucose. Customer's blood glucose fluctuated between 250 mg/dl to 601 mg/dl. During troubleshooting, device failed the high pressure test the first time. Device then passed the high pressure test the second time. Customer wanted the device replaced. Customer agreed to return the device for analysis.